Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a revision procedure two days after initial implant. The physician elected to use a different lead due to preference. Surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.